Event description:
Patient 2 of 5: it was reported while using bd vacutainer® sst¿ ii advance, 1 patient's sample had fibrin after processing that was not observed and resulted in erroneous glucose results that were reported as critical values. There was no other health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.